Event description:
It was reported that bd synapses¿ a slowness of accession numbers populating is negatively affecting patient results. The following information was provided by the initial reporter: customer reports synapses issue that an issue where when they click mark as read and a new culture pops up the plates show up, then 5-10 seconds go by before the new cid and patient demos show up.

Manufacturer narrative:
The customer reported a synapses issue where, when they click "mark as read" and a new culture pops up, 5-10 seconds go by before the new accession number and plate demographics show up. This was recorded against synapses, material number 444150, serial number sl00005. This was determined to be a bug in synapses where there is a bug in synapses which can result in an asynchronous loading between the culture images and the patient and specimen information panel. A corrective and preventative action was opened to investigate the root cause of this problem. In this case, the customer reported the incorrect information to their lis. This is a confirmed failure of a bd product, the root cause is a bug in synapses. Service updated the customer to the latest version of synapses and performed a database purge to free up resources and minimize the chance for this delay in loading. Bd will continue to monitor for trends related to this issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd synapsys¿ a slowness of accession numbers populating is negatively affecting patient results. The following information was provided by the initial reporter: customer reports synapsys issue that an issue where when they click mark as read and a new culture pops up the plates show up, then 5-10 seconds go by before the new cid and patient demos show up.